Event description:
It was reported to boston scientific corporation that a wallstent biliary endoprosthesis was used during a mid bile duct stenting procedure on a female patient. According to the complainant, the stent was retracted into the outer sheath and partially placed inferior to the bile duct. One side of the stent was out from the papilla. The stent was then expanded at the target lesion site. Under fluoroscopy, it was noted that two stenosis lesions were visible and the stent was not fully expanded at the lesion site. No additional treatment was performed at this time. Three days later, it was noted that the stent had migrated to the papilla and 2cm of the stent extended out of the papilla. The stent was fully expanded. This stent was removed and another wallstent biliary endoprosthesis of a different size was placed. An ulcer was noted in the duodenum. It was not indicated if the ulcer was due to the migration of the stent.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacturer dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.